Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from a healthcare provider (hcp) via company representative stated that the healthcare provider (hcp) had difficulty getting the stylet out of the catheter to the point that the knob ended up coming off before the stylet came loose. She stated that the hcp did remove the needle first prior to attempting to remove the stylet. The hcp felt that the catheter stretched in the attempt to remove the stylet so removed the entire catheter. It was noted that once the catheter was removed and the stylet was able to be removed easily so the hcp thought there was likely an issue with the patient's anatomy. Additional information was provided from a healthcare provider (hcp) via a company representative (rep) stated that the catheter was returned due to the white hub of the catheter broke off and stylet would not come out while inside the patient but easily slid out while catheter was outside of patient. Additional information was provided from a healthcare provider (hcp) via a company representative (rep) stated that during normal pump replacement, there was an unsuccessful catheter side port aspiration at time of replacement. A new catheter was replaced, and the old catheter will be returning for analysis.

Manufacturer narrative:
H3. The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified an anomaly to the catheter/guide wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing lioresal (baclofen) via an implantable pump. It was reported that the patient was in operation room (or) for planned early replacement indicator (eri) pump replacement. The catheter would not aspirate from the catheter access port (cap). The catheter was cut in the pump pocket and still with no flow. The physician opened spinal incision and cut below anchor, and still negative flow. There were no known environmental/external/patient factors that may have led or contributed to the issue. The physician placed a new catheter and upon removing stylet the white ¿hub¿ broke off because of resistance. The physician elected to place a new 8780, but believes the resistance was anatomical because the stylet freely moved when outside of body. The issue was resolved. The hcp has no further information for medtronic. Additional information was provided from a healthcare provider (hcp) via a company representative (rep) stated that the catheter was returned due to the white hub of the catheter broke off and stylet would not come out while inside the patient but easily slid out while catheter was outside of patient.

Manufacturer narrative:
Continuation of d10: product ID 8596sc, serial# (B)(6), implanted: (B)(6) 2012, explanted: (B)(4) 2025, product type catheter. Product ID 8780 , serial# (B)(6),product type catheter. Product ID 8780 ,serial# (B)(6), product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(6), ubd: 23-nov-2012, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(6), ubd: 20-dec-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.